Manufacturer narrative:
Annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Starting two months ago pts therapy settings were too strong because when attempting to adjusting therapy their legs felt better but they shake. Pt noted it took a long time, 30 minutes for shake machine to work on their legs; when pt would go to bed and lay down they shake. Pt was asking to speak to a representative (rep) because last time this happened two months ago the pt spoke to them and they showed them how to upper or lower the therapy settings. Pt said they knew how to make adjustments but was told from the rep to let them know when they make adjustments. Pt said they felt ok now and was better but something would not go down, the last time they went down to a two point since their rep said to go down. The patient was redirected to their healthcare provider to further address the issue. When agent asked for hcp information pt noted they changed their doctor. When they had the ins put in they worked with the doctor but after that they changed to a different doctor; pt was told by the representative (rep) to work with them. Pt was very hard to understand and was not speaking in complete sentences. When agent asked if pt needed an interpreter, they would not accept one. The following note had broken english statements as agent had a very difficult time following what pt said.